Event description:
Facility called to inform that a pt had gotten out of bed and broken their hip. Staff said the "green on light" was still glowing on the informer micro unit thus not alarming in the room nor at the nurse station.